Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The ear clip had a piece broken off from the pump. There was an acu watchdog and primary audible alarm post error in the event history log (ehl). The acu watchdog alarm reported by the customer was not reproduced during testing. Based on the ehl findings, the customer reported product problem was verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the pump displayed an acu watchdog failure. No patient injury or complications were reported in relation to this event.